Event description:
It was reported while using bd arterial cannula with floswitch leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on august 21, an arterial indwelling needle was placed in the patient, and blood gushed out from the puncture point at the end of the catheter. After pulling it out, a test found that there was leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-sep-2023. H6: investigation summary our quality engineer inspected the 1 video and 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample and video. Analysis of the sample video showed that the catheter was leaking near its nose area. Examination of the returned sample showed a v shaped cut on the nose of the catheter, likely causing the leak. Bd determined that the cause of the failure was possibly the result of handling outside of the manufacturing facility. If the product is used in the wrong orientation and the needle is reintroduced into the catheter after being slightly retracted, the v shaped cut can be made by the needled bevel. However, as it is not possible to confirm how the product was being handled, a definitive root cause cannot be determined. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd arterial cannula with floswitch leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), an arterial indwelling needle was placed in the patient, and blood gushed out from the puncture point at the end of the catheter. After pulling it out, a test found that there was leakage.